Event description:
While closing the sternotomy, 5 sternal wires were placed into 2nd-6th intercostal spaces. Unfortunately, one of the wires broke, consequently an additional set of wires was applied. After two more wires broke during the tightening, surgeons closed sternotomy by doubling up the wires again in 2nd-6th intercostal spaces. They were tightened down and sternum seemed well approximated.